Manufacturer narrative:
This supplemental MDR is being submitted to capture additional information from follow up and the investigation details. There was no patient involvement. This event is not reportable. Complete initial reporter facility name: naha city hospital, a local independent administrative institution. The reported event is unconfirmed. Photo: received seven (7) photo samples. All photo samples showcase an overview of an all-silicone foley catheter. Visual: received (2) used 3-way temperature sensing catheter with cut portion of inlet tubing and 2 straight tipped syringe without original packaging. Verified material number 119314 and manufacturing lot number ngjy4784. Visual inspection noted catheter ballon (1) was partly inflated. Using returned syringe, 1ml was passively withdrawn from the balloon. Inflated the balloon with 10 ml of methylene blue solution and the catheter was allowed to rest with no observed leaks. Balloon passively deflated in 1min sec 07. Cuffing noted. Using returned syringe inflated catheter balloon (2) with 10 ml of methylene blue solution and the catheter was allowed to rest with no observed leaks. Balloon was asymmetrical, 90:10. Balloon passively deflated in 2min sec 13. No cuffing noted. As the reported event is unconfirmed, a risk and labeling review is not required. A review of the device history record was not necessary due to the reported event being unconfirmed. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, during pretesting sterile water could not be drawn from foley catheter. Per notification from hcl investigator on 30jan2026, it was reported that cuffing noted and balloon was asymmetrical 90:10 was found during sample evaluation on (B)(6) 2025.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, during pretesting sterile water could not be drawn from foley catheter.